Event description:
It was reported that a patient was in the hospital to undergo video electroencephalography due to "more spacey episodes." Attempts for additional relevant information have been unsuccessful to date.